Manufacturer narrative:
(B)(4). Bowel changes.

Event description:
It was reported that since the implant, the pt was on "more meds than ever." The pt was experiencing a burning sensation; her "front and back is on fire." She was also experiencing vomiting, bowel changes and burning at the pump pocket. The pt was seen by the healthcare professional on (B)(6) 2010 and was complaining of a burning sensation near the pump site. No tests were performed. It was noted that the pump was alarming because it was empty. The pt missed her refill in april 2010. The pump was removed in (B)(6) 2010. It was noted that the pt was still having stomach issues from the pump after it was removed. The pump was used to deliver morphine.